Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated with thermage on the face and one day post treatment, half of the patient's face was sagging. Reportedly, there were no system errors and nothing out of the ordinary was noticed during treatment. The treatment tip surface was inspected prior to and during use and nothing was noted. Additional information has been requested but has not been received.

Manufacturer narrative:
The treatment data card was returned for evaluation. The observed errors logged in the data card during the reported event were regarding the following: user not following the on-screen instructions, issues with radiofrequency (rf) noise, not maintaining full skin contact during use, and early release of the handpiece and/or foot pedal. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Skin changes or irregularities are a known possible patient reaction to thermage treatment listed in thermage user manual. Frequently, surface irregularities are not evident immediately post-treatment, but show up later (1 or more months post-treatment). In most cases, solta recommends that surface irregularities be monitored for a period of six months post onset. Tissue fillers may be considered as a treatment option if the condition does not resolve on its own.